Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Type of device corrected to insulin cartridge initial reporter corrected to foreign distributor.

Manufacturer narrative:
Follow-up #2: date of submission 01/20/2016. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Investigation did not confirm or duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas alleging there was an appearance of air bubbles at the bottom of the cartridge. The patient reportedly experienced hyperglycemia with a ketone measurement of 1.20. There was no reported blood glucose (bg) values and patient did not require medical intervention. It was noted that the issue resolved after the cartridge was replaced. The pump reportedly, "alarmed for a detected failure on the insulin cartridge". This complaint is being reported because the patient experienced a hyperglycemic event due to an air bubbles issue with the cartridge. There was no medical treatment or health care provider intervention required.